Event description:
It was reported that the programmer generated an error code. The service diskette was run, but it was determined that the error was hardware-related, and the programmer was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer powers up ok however errors were found in the error log, as a result the printed circuit board was recalibrated.